Event description:
It was reported that the inflatable penile prosthesis (ipp) failed to inflate six weeks after the patient went to their post-operative appointment. The physician tested all the ipp components, before concluding that the pump was not functioning properly. The cylinders failed to inflate after pumping. The surgeon explanted the existing ipp and replaced it with a new one. The newly implanted ipp was tested and functioned as intended. The revision procedure was successfully completed, and the patient was reported to be doing well. The explanted ipp is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.